Event description:
It was reported that the customer was vomiting and hospitalized for ketoacidosis and high blood glucose. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime was performed and the insulin did not exit. The customer was in intensive care and her glucose level was treated via insulin drip.